Event description:
It was reported that the patient presented to the hospital for a routine device check. Device interrogation indicated that the right atrial (ra) lead exhibited high pacing impedance and high capture threshold resulted in loss of capture. The patient was scheduled for a lead revision procedure on (B)(6) 2026. Upon repositioning the ra lead, the helix failed to extend. Multiple attempts were made but were unsuccessful. The ra lead was explanted and replaced. The patient was in stable condition.